Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus india there was the possibility that the reported phenomenon (dirt inside the light guide lens) was attributed to the deterioration of the adhesive at the distal end due to improper storage of the device by user facility. Furthermore, there was the possibility that the reported phenomenon (crack of the distal end cover) was attributed to the handling of the user facility.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found the dirt inside the light guide lens of the subject device and the crack of the distal end cover during the incoming inspection for the repair at olympus (B)(4).